Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional mitraclip referenced in b5 and d11 is filed under a separate medwatch report number.na

Event description:
This is filed to report the clip caused damage to another clip and caused leaflet damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Imaging was extremely difficult throughout the procedure. One clip was implanted at a2p2. A second clip was attempted to be placed medial to the first clip however grasping was difficult and the posterior leaflet was damaged. The second clip interacted with the first implanted clip, causing it to detach from the posterior leaflet and remain attached to the anterior leaflet (single leaflet device attachment (slda)). The second clip was not implanted and the device removed. The procedure was aborted with the mr remaining at 4. The patient will be sent to surgery. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incident reported from this lot. All available information was investigated, and the reported device damaged by another device and difficulty positioning appears to be due to procedural circumstances (e.g. Challenging visualization/user technique). The reported tissue damage appears to be due difficulty positioning and the poor image resolution is due to procedural circumstances. The reported patient effect of mitral valve injury as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.